Manufacturer narrative:
Batch review performed on 4 april 2022. Lot 2101520: (B)(4) items manufactured and released on 07-jun-2021. Expiration date: 2026-may-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by clinical affairs specialist. Few weeks after a cementless tha, the patient reported a fracture. It was reported that the cerclage was inserted in order to prevent a fracture during femoral preparation. It is conceivable that during surgery, in particular during femoral preparation, the bone may have been weakened and a least-resistance area may have been created. Additionally, during rehabilitation period, a sudden movement on the weakened bone may favour the occurrence of early fracture. This is a known possible adverse event following tha and there is no reason to suspect that it is due to a defect in the implanted device or in the preparing instruments.

Event description:
At 2 weeks after the primary surgery, the patient femoral bone fractured. The femur fracture was not seen during surgery. The surgeon cabled in primary only because the stem was upsized. The fracture was only seen 2 weeks post-op. The surgeon is not planning to revise.